Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead - (B)(6) 2012; 4469 competitor implantable pacing lead - (B)(6) 2012.

Event description:
It was reported that the high voltage and superior vena cava (svc) portions of the right ventricular (rv) lead exhibited high/fluctuating impedances. The lead remains in use. No patient complications have been reported as a result of this event.